Event description:
It was reported that the patient presented in the clinic for follow-up. The device was found to be in backup mode after an MRI procedure. A download software was performed, and the device was successfully restored. There were no adverse health consequences; the patient was in stable condition.